Event description:
Adhesions (intestinal). Information was received on 02-nov-2006 from a physician via a distributor regarding a male patient. On an unknown date in 2006, the patient underwent an operation for ileus release and one sheet of seprafilm was placed under midline abdominal incision. The patient developed an adhesion between the abdominal wall and intestines and between the intestines in an area that overlapped partially with the area where seprafilm had been placed. An unspecified culture was taken (results pending). As of the next month the patient recovered with sequelae of "not be able to intake food." The reporting surgeon assessed the event as severe and possibly related to seprafilm, but also considered the theory that the patient may "originally develop adhesion easily."